Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of a "550:320:654:000 error code ". This condition has the potential to cause an interruption of delivery. It is unknown when this event occurred. There was no known patient involvement and no reports of patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a malfunction of "550:320:654:000 error code" was confirmed and not reproduced during product evaluation. The cause was not determined and no repairs were made because the device is being removed from service. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006